Event description:
See initial report.

Manufacturer narrative:
H11: the laboratory report with positive result for mycobacterium chimaera and gordonae count was provided, confirming the contamination. However, the test was performed with a pcr (polymerase chain reaction) based method that may detect dna fragment of killed bacteria and might result in a false positive. Through follow-up communication under previous complaint from the same customer, livanova learned that followed disinfection and maintenance procedures in use at the facility did not adhere to device instructions for use. In particular, the device is not cleaned regularly, the sink water used to fill it is not tested at the time of the heater cooler water sampling, and it is unclear how frequently the h2o2 is checked. In addition, prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are only wiped with disinfectant wipes, meaning that the inside of the device is not actually disinfected. In the end, the heater cooler field blue tubing set is not replaced each year, and water cultures are not taken routinely. A device complaint history review was performed, revealing that no similar event was ever reported to livanova before present occurrence. Based on collected evidence, it is reasonable to conclude that the cleaning and disinfection protocol above described is still adopted by customer, and that the deviation from device instructions for use may have led/contributed to the reported contamination.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t . If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a laboratory report with positive findings for chimaera and gordonae. The culture was taken (B)(6) 2024. There is no report of any patient injury.